Event description:
Pt was extremely obese. Pt was admitted for atrial fibrillation not successfully converted by medication. Synchronized cardioversion attempted. First shock caused plug of cables to come out which was reconnected; 2nd shock no change; 3rd shock pt went to ventricular fibrillation. Acls protocol followed and pt converted to bradycardia. Pacer started at 80 mas6 no capture; pt spontaneously converted to atrial fibrillation; procedure stopped.